Event description:
It was reported that a patient who underwent breast augmentation revision with 250cc mentor memorygel breast implants experienced bilateral rupture and bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade iii. The left sided capsular contracture was baker grade ii. This was accompanied by back pain and hardening of the breast. As a result, replacement with mentor gel was performed on (B)(6) 2024. The right sided issues were reported initially under 1645337-2024-07348. On july 22, 2024 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).